Event description:
It was reported that double beep with cassette was experienced.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection of the device found the tamper seas removed. No signs of physical damage but signs of fluid ingression were evident. There was evidence of the reported problem recorded in the event history log. The reported problem was duplicated during the investigation. Found signs of fluid on device by chassis base of the downstream occlusion sensor which probably caused the issue. It was recommended to have the faulty downstream occlusion sensor replaced as corrective action. The root cause of the reported problem was traced to the user. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Product is beyond 2 years from manufacture date of 2020-01 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 6400. D5 is unknown. No information has been provided to date. E4 is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: b5: additional information received on 13-jul-2022 via email and attached to complaint object: these issues happened during testing and the event date is unknown. H6: event problem and evaluation codes: updated.